Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 67 year old female for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage b. During procedure prep, upon setup of the device implant, the team encountered a purge cassette failure, with unknown alarm. It was reported de-air was performed and the cassette re-inserted into the console, however the issue persisted. A new purge cassette was used and the issue resolved. On day 2 of support, the patient expired while on support. The purge cassette input issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. The death will be conservatively reported to the impella cp; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage b.

Manufacturer narrative:
D3 (manufacturer fax) and g1 (manufacturer contact fax number) has been added as these were omitted from the initial mw submitted. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to detect purge cassette, pump or catheter: based on imc log review, there was no defect found for failure to detect purge cassette since the s/n was read successfully. Priming issue: the cause of priming issue was not determined since the product was not returned and no definitive failure trend identified based on log review.